Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report that the patient was experiencing blood glucose levels greater than 400 mg/dl, and needed emergency supplies. The nurse asked if the local representative could take supplies to the patient as soon as possible so that he wouldn't have to be admitted to the hospital. Advised the nurse that the representative would be notified, but there is no guarantee he/she would be able to make it there in time. The representative was notified, and he did make contact with the nurse. Nothing further was reported.